Manufacturer narrative:
(B)(4).

Event description:
Patient's patent contacted dexcom on (B)(6) 2016 to report on (B)(6) 2016 experiencing an issue with the receiver. There was no report of any injury or medical intervention. No additional event or patient information is available.